Event description:
Report received indicated that during a percutaneous transluminal angioplasty of the aorta the balloon ruptured and was removed surgically. The pt was diagnosed with aortic isthmus stenosis. Stent was positioned in the intended target vessel within the aorta and was deployed using an indeflator at 6 atms of pressure at about 20 seconds inflation duration. However there was a balloon burst with a circumferential tear in which attempts to withdraw the balloon was failed. Surgical intervention was essential and balloon was removed in its entirety. There was pt injury reported due to the required surgery. Pt is currently in stable condition. This product has been returned for evaluation and testing, however the engineer report is not yet complete.